Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, external visual inspection noted tool marks on the case and header, and body fluid contamination in the lead barrels. Additionally, the header is loose which was a result of the explant procedure. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms and non-capture on the left ventricular (lv) channel. Additionally, there was farfield sensing on the right ventricular (rv) channel which resulted in pacing inhibition when the bi-ventricular trigger was programmed off. Therefore, the bi-ventricular trigger was programmed back on. The patient had not been seen in the past year. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when evaluation is complete.